Event description:
There was a crack on the hub of the stent noticed during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of freceipt.